Event description:
It was reported that the customer was hospitalized due to hyperglycemia and a respiratory system problem. The customer's nurse stated that the customer was taking a medication that would not lower her blood glucose. The reported blood glucose reading was 539 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test because the customer did not prime the tubing correctly. The correct priming technique was explained. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.